Event description:
Additional info received from MFR on 07/10/1998: unfortunately, the device was disposed of at the hospital and not returned for evaluation. Without the return of this device, co is unable to determine the root cause of the problem experienced. Customer reported that the device had a tiny crack in the outer shell/housing which caused a blood leak. The customer reported that he feels that this crack was due to a hit or to damage the device may have received while using it in the or room. Customer reported that there was no pt injury due to the problem experienced.